Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up after initial implant. Upon interrogation, the left ventricular lead exhibited loss of capture on all vectors due to dislodgement. The lead was programmed off. The patient was in stable condition.

Manufacturer narrative:
Included the foreign checkbox.

Event description:
New information received noted that the left ventricular lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.